Event description:
In this event it is reported that protaper gold rotary sx 19mm broke during use. Broke in tooth #3, broken part not able to retrieve and left in canal. Treatment completed.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
We received 85 files unused in an autoclave bag. Checked 8 files under microscope and found no manufacturing defects or marks. Also measured those 8 files and they met all specifications. No lot number was available, and no unopen product was provided, therefore the specific traceability for the files in question could not be verified. The last three sales orders for the account were checked. Lot numbers associates with sales orders for july, august and september did not have any non-conformances or other complaints. No further testing required per engineering due to the lack of traceability, no lot number known. Therefore, root cause cannot be determined.